Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2006. Subsequently, patient has complained of pain and CT scans show changes of alval. Surgeon has requested and was granted permission by the FDA to make a revision from metal on metal modular head to a polyethylene head. Patient was revised on (B)(6), 2010, with the modular head being removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid". The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6), 2011.